Event description:
During a therapeutic turp procedure, the tip of hte titanium wedge resection device melted and burned away. An inspection of the patient's anatomy revealed that no portion of the resection device, or the accompanying resectoscope, had detached inside the patient. The patient experienced no adverse effects or complications due to this event. The procedure was successfully completed with another wedge resection device of the same brand.